Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 15mmx2.00mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon ruptured in a pinhole form upon first inflation at 8 atmospheres within 10 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications reported and the patient was in good condition after the procedure.